Manufacturer narrative:
Results: timing link.

Event description:
It was reported by service report that the unit needed a new right/left siderail. There was heavy damage to the left and right siderails. There was no patient involvement or adverse consequences to report.